Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the diagonal artery with heavy calcification. The patient presented with an st-elevated myocardial infarction. The hi-torque (ht) balance middleweight (bmw) hydro guide wire was advanced, however, a balloon was unable to pass over as the wire looked to be unraveled in the middle. An asahi sion blue guidewire was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stretched coils and core break could not be confirmed. It is possible that the misaligned coils were inadvertently reported as stretched. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.